Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Caller stated that after an hour of using the set from last night, the customer had bolused and it did not deliver. Customer was not able to troubleshoot at the time of the call. Customer is wearing the pump at school and is unavailable for troubleshooting. Caller does not want to return the set or reservoir for analysis. Customer was advised to do a complete set change as soon as possible. Caller was advised to call her daughter and call back when she is out of school. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.